Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee replacement, the scrub nurse noticed that the spacer block was chipped where the balseal springs attach. The springs were intact and not damaged. The spacer block was not used in the surgery and an additional one was opened. Unknown how many surgeries it had been used in prior to seeing the damage. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not received for examination. Review of the photographic evidence confirmed the complaint. It was observed that one of the two posts shown in the photo attached has chipped. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: e4.